Event description:
The bg101-350 model baerveldt glaucoma implant was reported to be unusable due to the device not being patent and failing to allow flow. There was no patient injury. Patient prognosis post-procedure was reported as well. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as there is no indication the device was implanted. Section d-6b date explanted: not applicable as there is no indication the device was implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.